Event description:
The pt called lfs alleging their one touch ultra meter was reading inaccurately erratic. The pt obtained a 191 mg/dl on the reported meter and did not have any symptoms of high or low blood glucose levels. Approx 1 hour later the pt was at the hosp, where a meter to hosp meter comparison was performed. The lfs meter read 128 mg/dl, while the hosp meter read 137 mg/dl. No treatment was administered. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the control solution and test strips were within expiration date and walked pt through a quality control test. Two consecutive control solution tests failed the specified range. Based on the info suplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.